Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Customer declined to troubleshoot with tandem technical support. No additional patient or event information available.there was no reported adverse impact. A replacement sensor was sent to customer.